Event description:
It was reported that the patient implanted with this pacemaker has reported that this device experienced two unspecified device anomalies since it was implanted. The patient now suffers anxiety related to the recent product advisory the device is included in. Boston scientific has received a threat of ligation related to this issue. No adverse patient effects were reported. Evidence suggests that the device remains implanted and in service.

Manufacturer narrative:
This report will be updated when our investigation is complete.